Event description:
Pt's when applying an adequate amount of blood on the test strip, the confirmation window is not filled, which can lead to inaccurate results. Pt did not suffer a serious injury. Customer service was unable to resolve the issue and sent pt a new vial of test strips. Medical affairs is reporting this as a strip malfunction. Pt also reported blood glucose results of 3.9 mmol/l and 2.2 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.